Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No delivery anomaly noted during our testing. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. All buttons functioning properly. No damage on keypad assembly noted during visual inspection. J2 lcd connector was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The insulin pump was not delivering insulin properly. It was under delivering. Customer's blood glucose level was 300 mg/dl and 400 mg/dl. The buttons were hard to press on the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.